Event description:
Complainant alleged that during training with a mannequin, the autopulse platform displayed a user advisory 19 (max applied load exceeded) message. The customer attempted to re-position the mannequin, however this issue continued to persist. There were no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform was performed and no physical damage was observed. The returned platform underwent and passed initial functional testing. The platform was run with a lrtf (large resuscitation test fixture) for 70 minutes and no faults or errors were observed. A review of the archive was performed and the reported ua19 (max applied load exceeded) was confirmed as this ua was observed on the reported event date of (B)(6) 2014. The archive also shows that 2 different mannequins were used during this incident. One mannequin was too small and the other was very large. The archive also shows that a ua2 (compression tracking error) message occurred on the reported event date of (B)(6) 2014. Per the autopulse maintenance guide (p/n 11653-001), ua2 occurs when the autopulse has detected a change in life-band tension. As there were no issues identified during functional testing associated with ua2, the probable root cause of the ua2 was determined to be due to a change in the life-band tension. The autopulse is designed to exhibit a ua2, to prevent patient harm due to changes in life-band tension. Based on the investigation, no parts were identified for replacement. In summary the reported complaint of the platform exhibiting a ua19 was confirmed through review of the platform archive. The root cause of the ua19 was determined to be that the customer was using a mannequin that was too heavy during training.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 08/25/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.